Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, tmicl13.2, -16.00/4.0/129 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 201. Diplopia and astigmatism was observed, with possible rotation. The lens remains implanted. Per the reporter on (B)(6) 2021, "diplopia and astigmatism have resolved." Corrected information: b1 - reported as adverse event - correct to production problem. B2 - reported as required intervent to prevent permanent impairment/damage - no outcomes attributed to adverse event. H1 - reported as serious injury - correct to malfunction. Claim# (B)(4).

Manufacturer narrative:
Work order search: no [or#] similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -16.00/4.0/129 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 201. Diplopia and astigmatism was observed, with possible rotation. The lens remains implanted. Per the reporter on (B)(6) 2021, lens rotation is planned. Will provide further information once a resolution is reached. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.